Event description:
I was using amo's complete moisture plus for approximately a week or two when I started having trouble with my right eye. By nov 18, it had become quite blurry and somewhat painful, so I discontinued using my contacts. Within 24 hours, I heard about the recall, but my bottle was not of the specified lot numbers. I don't usually experience these problems with contacts, so I will not be using complete again and I threw the lenses away. The blurriness was so profound that, for a day, my right eye blurred even in glasses. The lot# on my bottle is aa03802.